Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 30ml ll experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: in the body of some syringes we have found particles that appear to be white and are supposedly paper rests. We are talking about a sterile product that is used on patient. This products cannot contain any particles, given they could cause e.g lung embolism and be deadly for patients.

Event description:
It was reported that an unspecified number of syringe 30ml ll experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: in the body of some syringes we have found particles that appear to be white and are supposedly paper rests. We are talking about a sterile product that is used on patient. This products cannot contain any particles, given they could cause e.g lung embolism and be deadly for patients.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Ten retained samples of lot 1907211 were used for additional evaluation. The product was visually inspected, a small particle was observed on the syringe stopper of one of the products evaluated. Further inspection idetnifeid the particle was a polypropylene particle, no paper particles were observed. A device history review was performed for the reported lot 1907211, finding one annotation related to the reported incident. A failure was detected in the blowing station that is used to remove particles from the product. As a result of the failure, polypropylene particles were not properly removed. Once detected the failure was repaired. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our team's investigation it was determined this incident is related to the failure detected in the blowing system.